Event description:
It was reported that the right ventricular (rv) lead exhibited high/unstable impedance and high short interval counts (sic) resulting from a possible lead fracture. The rv lead was inactivated and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the right ventricular lead integrity alert was triggered, and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The analyst noted that beginning (B)(6) 2014, the ventricular sensing integrity counts up to 35; with non-sustained ventricular tachycardia (vt) episodes with evidence of lead noise oversensing. Beginning (B)(6) 2014, the rv pacing impedance measured 1140 ohms. The impedance continually rising and variable up to 1254 ohms on (B)(6) 2014. The rv lead integrity warning occurred on (B)(6) 2014 for sensing integrity counter greater than 30 in 3 days and rv lead impedance variation in last 60 days.